Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. During the post insertion procedure, it was reported that the drainage catheter connector was found fractured and broke into at least 3 parts. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The photo shows a partial view of a drainage catheter and thread in which catheter hub was noted to be completely broken into three pieces and broken part of the catheter hub was noted to be on the surface. Therefore, the investigation is confirmed for the reported catheter hub fracture and material separation issues. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. During the post insertion procedure, it was reported that the drainage catheter connector was found fractured and broke into at least 3 parts. The procedure was completed using another device. There was no reported patient injury.